Manufacturer narrative:
No device failure was indicated in the original procedure or in the explanted device at the time of removal. The explants could not be obtained for investigation. Review of the manufacturing records of the involved lots was performed and indicated that the involved lot was manufactured in accordance with company specifications without deviations. Based on the available information, it is believed that the reason for the subsequent surgery may have been adjacent level disease (ald). Revision surgeries due to ald, are commonly required after primary spine surgery.

Event description:
The company was informed about a revision case of the tops system in austria due to back pain and increased deformity at the adjacent level (l3-l4). The original procedure was performed on (B)(6) 2017 due to lumbar spinal stenosis, back pain, leg pain, and slight deformity. The tops was implanted at l4-l5. In the revision surgery, which was performed after 6 years, the tops motion implant and pedicle screws were removed and a fusion system was implanted. No failure in the implants or their positioning was indicated. It was reported by the distributor representative who attended the revision surgery that the tops was well fixed inside the screws, and the screws were well fixed in the pedicles before commencing the revision. The implants appeared well preserved after the revision, and there was no special implant-related observations. No images from the revision surgery were available for review.